Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was returned for analysis. The shaft was microscopically examined. The inspection revealed that the nickel shaft was separated 9cm ¿ 15cm from the strain relief. The inner lumen shaft was stretched and kinked at the location of the shaft separation. Due to the appearance of the separated ends, it appeared that the separation was due to tensile overload. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that the outer shaft was separated. The target lesion was located in a tortuous vessel of the lower extremities. A direxion hi-flo microcatheter was selected for use. During the procedure, the device was no longer turning and torquing and was simply removed from the patient's body. It was noted that the outer shaft was separated and the inner material of the device was exposed. The procedure was completed with a different device. No patient complications were reported and the patient¿s status was fine.